Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a beckman coulter field service engineer (fse) and no parts were returned for failure analysis. Information provided in the service notes revealed that a sodium (na) electrode was to be sent to the user; in order, to resolved the issue. The investigation was not able to confirm a device issue that could be associated with the reported event. A definitive conclusion regarding the complaint incident was not able to reached because a physical examination of the complaint device was unable to be performed.

Event description:
The following erroneous results were reported: potassium.